Event description:
Caller states that the device read 5.5 inr while the lab read 7.9 inr within 4 hours. Caller states the coumadin was held due to device result. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.